Event description:
It was reported that, one day post implant, this right ventricular (rv) lead exhibited loss of capture. A revision procedure was performed and this rv lead was repositioned. No additional adverse patient effects were reported. Additional information was provided on 28mar2022, it was reported that this right ventricular (rv) lead exhibited loss of capture and high capture threshold. A chest x-ray was performed and no abnormality was noted. When the rv amplitude was adjusted, the lead was able to regain capture. The patient will follow up with the implanting physician. No adverse patient effects were reported. This rv lead remains in-service.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, one day post implant, this right ventricular (rv) lead exhibited loss of capture. A revision procedure was performed and this rv lead was repositioned. No additional adverse patient effects were reported.